Manufacturer narrative:
H3 other text : device not returned to manufacturer.

Event description:
The patient reported to philips that while using the dreamstation 2 the device quit working. The patient alleged device smells like burnt. They turned it on to use it and made a puff of smoke and smelled like something burning. It then had error message. The device was not returned. If additional information is received a follow up report will be submitted.

Manufacturer narrative:
The patient previously reported to philips that while using the dreamstation 2 the device quit working. The patient previously alleged device smells like burnt. They turned it on to use it and made a puff of smoke and smelled like something burning. It then had error message. The device was returned to manufacturer. The external investigation showed that there were no signs of contamination on the outside of the device. The internal investigation showed that there was a slight charring on the back of the lcd panel. Upon removal of the rear panel, it was noted that the q3 chip was blown. There were also signs of corrosion on the pca. Upon removal of the pca, it was noted that there were water spots in/on the iso tube. Additionally, there were some technical findings like error code. The device was scrapped.